Manufacturer narrative:
The grounding pad used during the procedure was not available for evaluation, however, the generator was returned and investigated. The generator used in the procedure passed all specifications.

Event description:
A patient received a burn from a grounding pad on the left lower back. The user facility stated the patient had lotion on and the grounding pad was not sticking, so a heavy amount of pressure was applied to the pad. The generator was giving an error message until the pressure was applied.